Manufacturer narrative:
(B)(4). The lot was manufactured from november 12, 2014 - november 13, 2014. The device was received for evaluation. Visual inspection was performed and noted a black fiber on the reservoir of the device. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a fiber on its reservoir; it was not specified if the fiber was in the fluid path. This was noticed after the device was filled with fluorouracil (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.